Event description:
In this case the customer reported that they could not hear the pt speaking from the CT gantry. Philips service confirmed there was no harm to a pt or operator due to this issue. Philips service determined the customer not being able to hear the pt speaking from the CT gantry was the result of failed gantry microphones.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at completion of the investigation. (B)(4).